Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that there was leaking because the needle did not connect properly to the syringe. Customer reported two incidents where the syringe leaked from around where the needle connects to it. --------------- description of issue: two incidents where the syringe leaked from around where the needle connects to it. All issues happened in past so cts unable to perform any troubleshooting. Cts inquired if customer attempted to twist needle tip further onto syringe to see if leaking resolved and customer stated he did and the leaking did not resolve so he alleged a physical defect in the seal where the needle twists into the syringe. Customer was using the bd 3/8¿ 26g needle during this issue as well. Number of occurrences: 3. Item number: 3 ml syringe ¿ 309657. Product lot number: customer doe not have pouches. Complaint 2 of 2.